Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, upon removal of the patch due to bleeding, the patient noticed that the sensor wire was missing. The area where the sensor had been inserted was sore. She went to urgent care and had an x-ray of the area. It was reported that three images showed that the filament was left in her skin. They attempted to remove it using lidocaine to numb the area and then used a scalpel and forceps. However, the filament could not be removed and was instead pushed farther in. The patient received five stitches and was referred to general surgery. There was no appointment scheduled. At that point the area was swollen, and she was unsure if it was due to the constant poking and prodding. They prescribed cephalexin 500 mg (antibiotic), to be taken four times a day for 7 days. It was reported that a skin reaction had occurred. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).